Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report stated received sensor expire alert after a day of wearing sensor. Customer blood glucose was 467. Customer reports they did not receive a senor update alarm. Customer reports they did not receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. The product is not expected to return.